Event description:
A malfunction alarm was reported when a pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the cartridge alarm recurred. Tandem technical support decided to replace the faulty pump, and the customer will use multiple daily injections (mdi) as a backup therapy. The customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label within ten days.